Event description:
(B)(4) study. It was reported that post procedure of a percutaneous coronary intervention, angina and in-stent restenosis occurred. On october 2010, the patient was presented with myocardial infarction and cardiac catheterization was recommended. Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilation and placement of a 2.50 x 8 mm taxus liberté stent. Following post dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2013, the patient presented with angina and the patient was hospitalized on the same day. Cardiac catheterization was recommended. Dapt status was unknown at the time of reporting. The 100% in-stent restenosis of the study stent in distal rca was treated with pci and placement of a unspecified drug eluting stent. Following post dilatation, the residual stenosis of 0%. At the time of reporting, the outcome of the event was recovering/ resolving.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that prior to index procedure, the patient also presented with severe pressure in her throat with pain radiating into her back and her bilateral shoulders associated with arm heaviness. On (B)(6) 2013, the patient presented with chest pain with abnormal nuclear scan. At the time of event, the patient was taking aspirin and the study drug was last taken (B)(6) 2013. The 100% in-stent restenosis (isr) was located in the mid right coronary artery (rca) and not in distal rca as previously reported. The lesion was treated with placement of 2.5 x 38mm, 3.0 x 38mm and 3.5 x 38mm promus drug eluting stents. In addition, it was noted that the entire rca vessel was diseased and the origin of rca was treated with a 4.0mm quantum balloon catheter. Post procedure, the outcome of the event was considered as resolved without residual effects and the patient was discharged on aspirin and clopidogrel one day post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Describe event or problem, relevant tests/lab data, catalog/model #, device lot number, device expiration date, and device manufactured date updated. Manufacturer name - corrected from b)(4) facility. (B)(4).

Event description:
It was further reported that the patient presented on b)(6) 2010 and not on b)(6) 2010. The implanted study stent was a 2.50 x 16 mm taxus liberte stent and not 2.50 x 8 mm taxus liberte stent as previously reported. In addition, it was reported that no stent thrombosis of the study stent was noted. The 100 % in-stent restenosis was located in the proximal right coronary artery (rca) extending to distal rca.